Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2002. Subsequently, a two stage revision procedure was performed on (B)(6) 2010 due to leg length issues and heterotopic ossification in a disabled patient. The acetabular cup, liner, modular head and a screw were removed and replaced. No further information has been received to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. Expiration date - could not be determined since no lot number information was provided. Manufacture date - could not be determined since no lot number information was provided. (B)(4).